Event description:
It was reported a pericardial effusion and death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. Physician was using intracardiac echo (ice) to perform the transeptal puncture with a versacross connect and the watchman trusteer sheath. The physician crossed the septum mid on the bicaval view and mid-anterior on the short access view on ice. When physician buzzed across, a successful deployment of the pigtail versacross wire into the left atrium (la) occurred. The catheter could not be visualized on ice, but the was sheath was viewed. Fluoroscopy imaging was checked, and the was sheath and dilator were seen all the way to the posterior side on the back wall of the left atrium and the wire was halfway inside of the dilator tip. At this time an effusion check was performed using transesophageal echocardiography (tee). Tee imaging confirmed there was a pericardial effusion. It was suspected that the dilator was pushed through the back wall of the left atrium while trying to floss across the septum as the septum was slightly aneurismal. Once the effusion was confirmed, the physician tapped the pericardial space, removed fluids, and gave blood. Surgical backup was called. Approximately 10-20 minutes later, surgical backup arrived and at this time the patient had no blood circulating, and no chest compressions were done. The patient passed away.